Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted that the pulse generator was in back up operation. The patient presented in clinic on (B)(6) 2018. A device restoration was performed successfully and the patient would continue to be monitored with regular follow-up.